Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/02/2015 with the following findings:the data from the time of the alleged bg excursion was unavailable for review due to continued pump use. The black box data was between (B)(6) 2014. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. Before priming, the pump displayed the appropriate warning for the user to disconnect from the pump. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas to report that she went to the hospital on the evening of (B)(6) 2013 after priming while attached. The patient informed the animas representative that she is new to the animas pump and mentioned her spouse usually helps her with site/set/cart change; however, he was working and she decided to change on her own. The patient reported that she thought the pump would tell her when to let go of the ok button during prime. After priming 100 units of insulin into her body, the patient claimed she stopped holding down the button. The patient stated she called her educator who advised her to go to the hospital. The patient informed the animas representative that her son drove her to the ER. When she arrived to the ER her blood glucose (bg) was 74 mg/dl and the patient felt shaky. The patient was given IV fluids and on three separate occasions she was given two amps of dextrose via IV, for a total of 6 amps of dextrose. The patient remained in the ER all night and was released the following morning at 7:30 am with a bg of 303 mg/dl. At the time of the call, the patient stated her current bg was 193 mg/dl. At the time of troubleshooting, the animas representative explained to the patient to disconnect from the pump with priming. It was noted that the patient was aware of her mistake. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while on insulin pump therapy. The patient¿s reported hypoglycemia can be attributed to use error since the patient primed the pump while still attached.